Manufacturer narrative:
(B)(4). Brand name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset. Concomitant medical products: item# 00875705601 shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners lot# 63719543. Item# 00625006540 bone scr 6.5x40 self-tap lot# 63895993. Item# 00875101240 liner neutral 40 mm i.d. Size kk for use with 56 mm o.d. Size kk shell lot# 63756742. Item# 00801804002 femoral head sterile product do not resterilize 12/14 taper lot# 63763418. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to stem subsidence and pain approximately 10 months post initial implantation. Attempts were made to obtain additional information; however, none is available.